Event description:
It was reported the patient could feel stimulation but it felt more like pressure and not really a tingle. It was noted to be very subtle. It was reported the second program compressed the muscles so the patient wanted to keep that program lower. It was noted that when the patient was unable to use the programmer (pp) she "didn¿t really even know if the implantable neurostimulator (ins) was on". Additional information received reported the patient had recently been implant on (B)(6) 2014 and was brought in for x-rays early on (B)(6) 2014. It was reported the patient read the charts which stated the x-ray showed one of the leads was fractured. It was reported the patient had contacted their rep with their concerns and they were encouraged to wait until an appointment with their hcp tomorrow to determine their next steps. It was stated that "out of the box this happened". Additional information received reported impedances were checked after implant and they were "somewhat" high but the patient was feeling stimulation. It was reported the allegation of fractured lead was made by an x-ray technician and they have not been view by the surgeon or managing doctor. It was reported the patient had an appointment with the surgeon tomorrow. Additional information received reported impedances on both extensions were high (>10,000). It was reported a revision was scheduled for (B)(6) 2014. It was reported x-ray report indicated a possible disconnect. No patient symptoms were reported. Additional information reported an x-ray this morning showed the extension had a "clean break about an inch from the header". It was stated he was "pretty sure it was cut during closing". A revision was planned for next tuesday. Additional information received reported the revision was now scheduled for (B)(6) 2014 additional information received reported the patient had a revision today. It was reported two leads were replaced. Impedances were reported as normal. The device was reprogrammed and the patient was getting very good coverage. No issues. Additional information received reported during the procedure the hcp disconnected both extensions. Both leads were tested and impedances were within normal limits. It was reported one extension appeared to be cut completely. Both extensions were replaced due to both having high impedances of >10,000. After everything was connected, everything worked fine.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).